Manufacturer narrative:
Additional information received states device was discarded.

Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to "cylinder thickness downsizing(12mm 9.5cm) with patient's inconvenience". No patient complications were reported in relation to this event.